Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during the vitrectomy surgery, ophthalmic system displayed system message and exhibited low irrigation pressure. Surgeon loses aspiration after the system message displayed. The first instance surgeon was about to start removing vitreous and the intraocular pressure (iop) was reduced. The second time this happened surgeon was indenting at iop reduced again. Surgeon turned on and off on the surgery screen on the system to get back aspiration. Surgery has been completed and patient impact was not reported.